Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 600 mg/dl. The customer reported assistance rewinding the insulin pump. The customer has been off the insulin pump due to unrelated diabetes issues. The customer has been treated with insulin, however the hospital suggested she reconnect to the insulin pump. During troubleshooting it was found the insulin pump had been placed on suspend.. The insulin pump will not be returned for analysis.